Event description:
Pain at lower abdomen [abdominal pain lower], pyrexia [pyrexia], abscess [abscess]. Case description: spontaneous report received on 06/01/2009, from a health care provider regarding a female, patient (initials unknown) with a history of cesarean section, who experienced an abscess, pyrexia and pain at lower abdomen after receiving one sheet of seprafilm. In 2009, the patient had a cesarean section for her third baby. One sheet of seprafilm (cs pack) was placed at the incision of the cesarean section and under the incision of her lower back area. The same day, hegar (cervix) dilator was a concomitant medical device. Four days later, pyrexia developed. The patient started antibiotics orally (unspecified dose), however pyrexia did not resolve. The administration route was changed and the antibiotics were administered intravenously. An echo test was performed and did not reveal any problems. Nine days later, the patient continued taking the antibiotics, but her fever did not resolve and she developed pain at the lower abdomen. The next day, an echo test was conducted, which revealed an abscess around the incision of cesarian section, where seprafilm was placed. One day later, the patient's pain was aggravated and another echo test was performed. Vesical fistula was suspected. The patient's urine was cloudy and the urine sample had been under a bacteria culture test. The hcp stated the relationship of the patient's events to seprafilm was probable and the events were severe. As of the same day, the patient's events were ongoing.